Manufacturer narrative:
G3: france. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that leaking at the filter was observed on the set. Per reporter the leak occurred on the second day of infusion. No adverse patient effects were reported.

Manufacturer narrative:
Other text: six samples were received for investigation. Four unused samples found no lean, occlusion, or damage to the devices. Two unused devices were tested and a leak was present in the filter air vent. The root cause identified through IFU is that leak through air vent could be provoked by the usage of solutions containing high levels of surfactants. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. D3, g1, g2 email address: regulatory.responses@icumed.com.